Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the ring code 56-21400 lot v1374050 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation the returned device, received on november 13th, 2017 was examined by orthofix (B)(4)quality engineering department. The returned ring was subjected to visual, dimensional and functional check as per orthofix (B)(4) specifications. The visual check of the ring evidenced that the hexagonal seat of one of the set screws is damaged. It was also evidenced presence of residuals inside the hexagonal hole. The dimensional check, performed where possible, did not evidence any anomalies. The functional check confirmed that all the set screws work properly apart from the damaged set screw. The results of the technical evaluation evidenced that the returned ring was originally conforming to design specifications. The set screw damaging seems to be most related to forcing (excessive torque applied). Also, a worn hex driver tip may be a contributing factor to this failure. Medical evaluation: the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2017: "an (B)(6) year old boy was having a tl-hex system applied to his tibia to make a correction, using a pair of 5/8 x 140 mm rings. After application of the frame it was thought necessary to unlock struts 1 and 2 to provide access for the osteotomy. After this was done, it proved impossible to lock the struts back in place. Attempts were made to remove the strut screw but this failed (we know that these screws are not removable). Therefore a replacement ring was applied, which involved relocating the fixing elements (wires or bone screws) to the second ring. An extension of operating time of 40 to 60 minutes was required". December 6, 2017 with the results of the technical evaluation: "it seems that the hex screw of this stud screw was subjected to excessive torque when it was initially tightened, and as a result the screw was damaged. I note that if the torque screwdriver had been used to tighten the screw, the applied torque would not have been enough to deform the screw. The technical report confirms that the failure occurred because of excessive torque". Final comments: the results of the technical evaluation evidenced that the returned ring was originally conforming to design specifications. The set screw damaging seems to be most related to forcing (excessive torque applied). Also, a worn hex driver tip may be a contributing factor to this failure. The medical evaluation evidenced as follow: "an (B)(6) year old boy was having a tl-hex system applied to his tibia to make a correction, using a pair of 5/8 x 140 mm rings. After application of the frame it was thought necessary to unlock struts 1 and 2 to provide access for the osteotomy. After this was done, it proved impossible to lock the struts back in place. Attempts were made to remove the strut screw but this failed (we know that these screws are not removable). Therefore a replacement ring was applied, which involved relocating the fixing elements (wires or bone screws) to the second ring. An extension of operating time of 40 to 60 minutes was required". "It seems that the hex screw of this stud screw was subjected to excessive torque when it was initially tightened, and as a result the screw was damaged. I note that if the torque screwdriver had been used to tighten the screw, the applied torque would not have been enough to deform the screw. The technical report confirms that the failure occurred because of excessive torque". Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is not device related but is most likely attributable to the excessive torque applied. Orthofix would like to remind that the correct tightening torque is achieved using the tl-hex torque wrench. Orthofix (B)(4) historical records show that no other notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2017; body part to which device was applied: tibia; surgery description: correction; patient information: (B)(6) years, female; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: "I attended a tlhex case on (B)(6) 2017. The case proceeded well until struts 1 and 2 were disconnected to conduct the osteotomy. On completion of the osteotomy the struts would not reconnect as the grub screw failed and would not hold the strut legs. We attempted to remove the offending grub screw with no success and this resulted in the ring having to be replaced with added time to the surgery". The complaint report form also indicates: the device failure did not have any adverse effects on patient; the initial surgery was not completed with the device; a replacement device was immediately available to complete the surgery (used a second ring located in the loan tray); the event led to a clinically relevant increase in the duration of the surgical procedure (to attempt to remove the grub screw and then ring replacement probably added 40-60 minutes to the procedure); an additional surgery was not required; a medical intervention was not required; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: good. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the ring code 56-21400 lot v1374050 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation the technical evaluation of the device involved, received on (B)(6) 2017, is currently on going. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name:(B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2017; body part to which device was applied: tibia; surgery description: correction; patient information: (B)(6), female; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: "I attended a tlhex case on (B)(6) 2017. The case proceeded well until struts 1 and 2 were disconnected to conduct the osteotomy. On completion of the osteotomy the struts would not reconnect as the grub screw failed and would not hold the strut legs. We attempted to remove the offending grub screw with no success and this resulted in the ring having to be replaced with added time to the surgery". The complaint report form also indicates: the device failure did not have any adverse effects on patient; the initial surgery was not completed with the device; a replacement device was immediately available to complete the surgery (used a second ring located in the loan tray); the event led to a clinically relevant increase in the duration of the surgical procedure (to attempt to remove the grub screw and then ring replacement probably added 40-60 minutes to the procedure); an additional surgery was not required; a medical intervention was not required; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: good. Manufacturer reference number: (B)(4), distributor reference number: (B)(4).